Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose and has been using coverage insulin. During high blood glucose troubleshooting, her blood glucose was 400 mg/dl and she said that she felt symptoms of thirst, tiredness, nausea, vomiting and hunger. The customer was advised to call her doctor and to call back to continue troubleshooting. She said that her doctor would not do anything and that she felt okay to continue troubleshooting. The customer stated that she treated with syringes. Her drive support cap was normal. She found an air bubble and was advised to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with the current set. The customer had already changed the set because she changed the reservoir in order to remove the air bubbles and said that insulin did exit out of the end of the site portion. She wanted to check her settings and said that her time was 7 minutes fast but would change it later. She also said that the basal rates were programmed inaccurately, so she changed them to a higher amount. The customer was advised to refer to her doctor for the correct basal rate. She was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. During air bubble troubleshooting, the size of the bubbles was bigger than a soda bubble and they were located within the reservoir. After troubleshooting, they were not removed successfully so the customer was advised to change the set. The insulin pump and the reservoir are not returning for analysis.